Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited what appears to be far field over sensing on presenting electrogram (egm) with ventricular sense and ventricular fibrillation markers. On a transmission report from more than one year before no oversensing was observed. A possibility was that the coil was near the valve and the lead may be pulled back. A chest x ray was recommended to confirm the origin of the observation. There was no evidence of double counting when the patient had runs of non-sustained ventricular tachycardia. The ICD and the rv lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
A gfe was submitted requesting the first and last name from the health care professional. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.